Manufacturer narrative:
Corrected date recv'd by MFR from 26-sept-2019 to 02-mar-2020. Corrected patient from 1886 and 1895 to 1895.

Event description:
The complainant reported a 70 years old asian female patient had impella cp pump inserted in the right femoral for preoperative myocardial recovery. During the case, the patient received a total of 36 units of rbcs, 20 units of fresh frozen plasma (ffp), and 75 grams of albumin for access site bleeding.

Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) asian female patient had impella cp pump inserted in the right femoral for preoperative myocardial recovery. The patient received two (2) units of red blood cells (rbcs) for suspected hemolysis. During the case, the patient received a total of 36 units of rbcs, 20 units of fresh frozen plasma (ffp), and 75 grams of albumin for access site bleeding.